Event description:
It was reported the pt is experiencing "jabbing" pain at her scs ipg pocket site when she moves from a sitting to standing position, moves from a standing to sitting position and when she sits still. The pain occurs whether stimulation is on or off. A sjm rep advised the pt to consult with the physician; however, the pt does not desires to meet with her physician at this time due to dealing with other health issues that are not related to the scs system. At this time there is no add'l info.

Manufacturer narrative:
Ths ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.